Event description:
My (B)(6) daughter wore kotex slender (that has recently been recalled) when she was diagnosed with toxic shock syndrome. She was life "flighted" to (B)(6) within 30 hours of becoming ill in (B)(6) 2017. She spent 6 days in the ICU. I am aware that all the tampon brands indicate the risk of toxic shock - so I didn't think there was a need to report it at the time. However, I wanted to pass this along just in case, this is affecting more than just the time period indicated in the recall. Tampon for menses.